Event description:
It was reported that during a stent procedure, difficulty was encountered when removing the delivery system after deploying the stent. This occurred after the delivery catheter balloon had been inflated to 8atm and then 10atm. Ultimately, force was applied and the device was removed. The stent was post dilated with a dilatation catheter. No patient injury was reportedly associated with this event.

Manufacturer narrative:
Eval summary follow-up #1: qa analysis of the returned device revealed the unit was returned with the c-flex rolled and bunched. The c-flex junction was intact. The first two proximal rows of struts were twisted. The stent was in place between the markers. Quality engineering determined the root cause of the resistance during the procedure was related to the attempt to cross a competitors previously placed stent. In this procedure, it appears the previously placed stent did not adequately cover the distal area of the lesion. The report indicated the lesion was in the proximal sapehnous vein graft of the right coronary artery. The product instructions for user clearly indicates the acs rx multi-link is intended for stenting in native coronary arteries. It was also noted that the physician continued to push the stent delivery sys forward, after meeting unusual resistance, resulting in the according of the previously placed stent and the acs rx multi-link. The product instructions for use indicates that should resistance be met, the guiding catheter, guide wire and stent delivery sys should be removed as a single unit. There is no indication tha any device defects were noted during preparation. Quality engineering has requested a letter be sent to the physician emphasizing the proper procedure for removal when unusual resisitance is met, and that the acs rx multi-link is only indicated for use in stenting native coronary arteries. No further corrective action will be taken. A review of the device mfg records for this product lot did not reveal any non-conformities. As part of mfg and quality process all stent delivery sys are inspected during the final mfg phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally and funtionally inspected.